Event description:
During an in-clinic follow-up, a test was performed on a bicycle and the patient was unable to get their heart rate to increase due to programmed rate response. The patient reported not feeling well during exercise and feeling heart rate increases in the evenings. The device programming was optimized for the patient to resolve the event. The patient was in stable condition.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.